Event description:
On an unknown date in 2005, it was reported that the patient was implanted with two gore excluder aaa endoprostheses to treat an aortic abdominal aneurysm. On (B)(6) 2006, the patient was implanted with two gore excluder aaa endoprostheses to treat a proximal type I endoleak. It was reported that on an unknown date in 2006, the patient was implanted with coils to repair an aortic cuff. On an unknown date, a computed tomography angiogram revealed a type I endoleak. On (B)(6) 2010, the patient had a reintervention to explant a gore excluder aaa endoprostheses. The patient had a persistent type I endoleak and aneurysm growth. The aneurysm now measures 6.4cm. The patient tolerated the procedure and was released from the hospital on (B)(6) 2010.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.